Event description:
It was reported that the device froze on the wire. The patient presented with angina. The greater than 70% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex. A 6 x 3.00 mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). Post rotablation performed, the balloon catheter advanced smoothly over the guidewire without resistance. The wolverine balloon was inflated to 12 atm and used for the dilatation. However, during withdrawal, each time the wolverine was pulled, the 0.014 non-boston scientific (non-bsc) guidewire was pulled back as well. The wolverine device become stuck onto the guidewire. The wolverine was fully deflated, and both the balloon and the guidewire were simply removed together from the patient in a single piece. Due to guidewire position was lost, another lesion preparation was attempted using another a 6 x 3.00 mm wolverine. The same issue occurred, with the wolverine and guidewire again withdrawing together as a single unit. Although this prolonged the procedure, the procedure was completed with another wolverine device. No patient complications were reported, and the patient fully recovered.